Manufacturer narrative:
On (B)(6) 2018,the mentor failure analysis lab has received the device for evaluation. Upon receipt by mentor the device was received without fluid. No foreign material was observed within the device. Device appears intact as per initial inspection. Leak testing of the device, in accordance with mentor procedures, revealed two leakage sites, two rents a, b measuring <0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause no other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. According to the information provided, the patient experienced a deflation on the implant. Device appears intact as per initial inspection. Leak testing of the device, in accordance with mentor procedures, revealed two leakage sites, two rents a, b measuring <0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause no other anomalies were discovered. Complaint was confirmed. The device history record ( DHR) of lot number 6848100 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: right mentor smooth round moderate profile 475cc saline breast implants, catalog number 3501680, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated after implantation. As a result, patient had the device removed and replaced with another mentor saline device, catalog number 3501680, serial number (B)(4), lot number 6904092 on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor the device was received without fluid. No foreign material was observed within the device. Device appears intact as per initial inspection. Leak testing of the device, in accordance with mentor procedures, revealed two leakage sites, two rents a, b measuring <0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause no other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2018, additional information indicated that the operative report showed that the patient had issue with the capsular contracture on the left side. This report indicates the concomitant product right side catalog number is 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4).